Event description:
It was reported that the left ventricular (lv) pacing lead implant attempt was unsuccessful. The lead was explanted and replaced the patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).